Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash where the lifevest touches. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream by a physician. Follow up indicated that the irritations have healed.